Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing the maryland bipolar forceps had a broken wire. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of dislodged cable crimp to be related to the customer reported complaint. For clarification, the instrument was found to have a dislodged cable crimp of distal joggle cable 9. The crimp was not returned with the instrument.